Event description:
In 2009, the lay user/patient contacted lifescan alleging the blood sample was not drawn into the one touch ultra test strips. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said the blood draw issue started at 4 pm on the day of the event. The patient said she did not take any action different from her normal management of diabetes due to the issue. It is noted that she takes pills for her diabetes but the type of medication is unknown. At 11 pm, the patient felt symptoms of sweat and weakness. At 11:15 pm, the patient had some food and drink as treatment. It would be helpful to know how the patient manages her diabetes and whether she would have done anything differently had she been able to test on her meter. It was determined during the troubleshooting telephone call the technique for sample application was correct. This complaint is being reported because the patient alleged the sample was not drawn into the test strips and she claimed that later she suffered symptoms that can be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.